Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported his therapy stopped due to a power on reset (por) condition. It was unknown if the por was related to an overdischarge event. The patient charged his implant and was seeing a por message. The por was an informational por. The patient successfully cleared the por with the patient programmer (pp). Therapy was turned back on and was deemed adequate. The issue was resolved. The patient's indications for use included failed back surgery syndrome. If additional information is received, a follow-up report will be sent.